Event description:
Initial reporter indicated that their child was seeing a physician to program their vns and upon initial interrogation, his settings were automatically changed without the physician programming the patient and they began screaming with pain. Reported they placed wand over device and pressed interrogate the device settings were changed. They placed the magnet over the generator which did not change anything. The vns was programmed off at that time. A cross programming event is suspected to have occurred. Good faith attempts have been made for programming history at the site, but will not be released to manufacturer for review.